Event description:
It was reported that during the recanalization procedure through a transsplenic approach at the level of a splenic vein, the pta balloon was allegedly difficult to be removed from the introducer. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiration date: (expiry date: 01/2025).

Event description:
It was reported that during a recanalization procedure through a transplenic approach at the level of splenic vein, the pta balloon was allegedly difficult to remove from the introducer. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta dilatation catheter was received for evaluation. During visual evaluation, the sheath was noted to still be loaded onto the balloon along with metal like coils. The sheath hub and tubing were seen detached. No kinks were noted to the catheter shaft and no anomalies to the luers/y-body. During functional evaluation, the sample guidewire lumen was flushed. The balloon was then deflated with no issues and an attempt to remove the sheath was remade which was unsuccessful. No other functional testing was performed. Therefore, the investigation is confirmed for the reported sheath removal difficulty as the device was returned with the sheath loaded and attempts to remove it were unsuccessful. A definitive root cause for the alleged sheath removal difficulty could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 01/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.